Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported that during a rotator cuff repair procedure on (B)(6) 2015, the anchor hole was punched, and as the anchor was being screwed into the bone, the anchor fractured. Another anchor hole was drilled and another 5.5 anchor was used to complete the procedure.